Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 479-480 mg/dl. High bg cause was not known. Customer went to the hospital, was disconnected from the pump, and was treated with intravenous insulin. Customer was released from the hospital of (B)(6) 2021 with no permanent damage. Reportedly, the customer reverted to alternate insulin therapy.